Event description:
Meter name: one touch ii meter. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweats. A patient reported they had to call emt. Their meter allegedly was inaccurately low. The result on their meter was 7, 12, 15 mg/dl. The result on the emt meter was 190. The time difference between patient's meter and ER meter was unknown. Treatment was orange juice, unknown if it was provided by emt. No further info has been reported.